Event description:
It was reported that a pump failed to detect an upstream occlusion during an infusion of rocuronium programmed to deliver 100ml at rate of 50ml/hr. The customer stated the pump alarmed that the infusion was complete, however, the nurse observed the bag to be full. The customer also stated that the IV line above the pump was "bent at a sharp angle near the top of the pump" and the pump did not alarm for an upstream occlusion. The customer also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.